Manufacturer narrative:
The customer stores their inratio testing strips in the bathroom. Strips should be stored at room temperature (below 90 degree f) or in the refrigerator (35 degree f to 45 degree f) until the expiration date. The storage of the strips cannot be ruled out as a possible root cause for the observed inr values. Lastly, the customer has clotting factor v disorder, but actual concentration of the factor is unk. Inratio systems are sensitive to factor v <61% of normal factor level. The pt's current health status cannot be ruled out as a root cause for the observed inr values. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter = 1.9; reference = 3.2; mean = 2.55; confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 306128. Results as follows: donor: (B)(4), inratio: 2.9, 2.8, 2.6, reference: 2.96, base threshold: 1.96 - 3.96, %cv: 5.52; 215, 2.8, 2.8, 3.0, 2.52, 1.52 - 3.52, 4.03. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Pt's condition as a cause of the unexpected results cannot be ruled out. To date, (B)(4) discrepant result complaints were reported for lot #306128 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.9, lab: 3.2. Therapeutic range: 2.5-3.0. Few minutes between tests. Pt self tester touched finger to sample well when applying sample to the test strip.